Manufacturer narrative:
Submit date: 05/31/2017. An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated the gauze, 4x4 16ply dbl xr 10's had 9ea instead of 10ea.